Event description:
Boston scientific crm received information from the local representative that this patient was presented to the electrophysiology (ep) laboratory for system explant due to infection. The patient recently developed a fever and the pocket became enlarged.

Manufacturer narrative:
There were no adverse events reported.